Event description:
During an uncertain procedure, probe damage error occurred. However, the surgeon continued to use the subject device. The error continued to occur. After that, the probe tip of the subject device fell off outside the patient. The surgeon replaced the device with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, and the probe cracked. After that, the probe broken when the surgeon retrieved the device from patient body. This report is being submitted as a medical device report in an abundance of caution.